Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) connected to the server and checked health sight viewer (hsv), confirming no stations showed communication issues. Remote support service was also reviewed, and no stations were found to be offline. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis machines were unable to connect to the network, preventing both pharmacy staff and nurses from logging into the machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.